Event description:
It was reported that the patient presented in clinic after experiencing an increase in his pulse. The pacemaker had an error message, could not be reprogrammed, and no tests could be performed. Three days later, the patient presented to the hospital after feeling dizzy with a low heart rate. The pacemaker was not pacing and could not be interrogated. The device was replaced, and the patient was discharged in stable condition.